Manufacturer narrative:
Review revealed no additional information related to the complaint.

Event description:
Boston scientific received information that this right ventricular (rv) lead migrated out of its original location. The patient had clinical symptoms of pleuritic chest pain. Additional information indicated that part of the lead was left during extraction. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead migrated out of its original location. The patient had clinical symptoms of pleuritic chest pain. Additional information indicated that part of the lead was left during extraction. This rv lead was explanted. No additional adverse patient effects were reported.